Event description:
It was reported that a patient underwent a spinal cord procedure on an unknown date and a reservoir was attached to a drain. During the procedure, the drain came away from the reservoir. They put it back together and tried to re-start suction, however, the reservoir swelled and they were unable to use it after that. There was no adverse consequence to the patient.

Manufacturer narrative:
Conclusion: the actual sample was returned for evaluation. The visual and functional examinations were performed and no broken or damaged components that could have affected its function were found. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.